Event description:
The pt received his scs system, including two percutaneous leads (from the same lot), on (B)(6) 2009. It was reported that the pt does not feel stimulation. He reported that the amplitude level does not get past perception and it auto-reduces. Diagnostic tests exhibited invalid impedances on multiple lead contacts for one of the leads. The pt was reprogrammed, and the two lead contacts without impedance issues were able to provide adequate foot stimulation. The physician will most likely perform a lead revision procedure; however, a surgery date is currently undetermined. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.